Event description:
The customer reported that the 9900 sys touch screen would not work and the sys would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The circuit breaker was reset, the transformer replaced, and the monitor power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.